Event description:
Additional information received from the consumer reported that the device was removed in (B)(6) 2015. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0ueda, implanted: 2015-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient was experiencing a lot of pressure from the stimulation, described as painful and uncomfortable, since implant and wanted to know how to turn stimulation off. She had diarrhea for three days that resolved. She also experienced weight loss, ten pounds, and had been constipated. She had gotten the device for fecal leakage due to child birth. The consumer was assisted in turning the stimulation off and double checking it was off; she was afraid that she turned it back on afterwards because she was "suffering again.: she was not educated at all prior to implant and this was the first thing she had used to try and treat her incontinence. The consumer reported on (B)(6)-2015 that the patient felt stimulation in her anus and leg, even though she got assistance to turn her implant off. It was confirmed that the stimulation was still off and on program 4 at 6.0. The stimulation was no longer causing her pain; she could just sense it in the specified locations. She also no longer had constipation. The consumers further reported on (B)(6)-2015 that they wanted the device removed because they have had problems since implant. The implantable neurostimulator (ins) was off and moving around in the patient's body as she was (B)(6) pounds. The ins was hitting every nerve, it was swollen, and sometimes she had an electric jolt. The patient went to the emergency room on (B)(6)-2015, but no one knew anything about the device and did not know what to do. Her bladder was also not functioning. Explant was not confirmed and no patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.